Event description:
The following description of the event was documented on (B)(6) 2015 by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "[Name removed] biomed is requesting replacement uim under warranty indicating during pre-use check the units touchscreen display is dark and only the leds are lit. The audible alarm's present issue is not associated with any patient incident." The following description of the event was copied from the user facility medwatch report received by carefusion on (B)(6) 2014. "Event disc: the user was doing an extended self - test (est), when the screen went blank. The manufacturer wants the faulty monitor back for analysis." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
Correction: should have been unchecked in initial report. Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was identified to be a corrupted boot-loader.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) control pcba pn: 52340, sn: (B)(4) rev p was received for investigation from carefusion factory service. The control pcba was installed onto a known good user interface module (uim) and was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were continuously illuminated. The control pcba was not receiving a new software upload. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
The alleged faulty uim (user interface module) was received and routed to the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the uim (user interface module) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the uim (user interface module). The carefusion factory service technician replaced the control pcba and ran the uim (user interface module) through a complete checkout per the factory service procedures. Upon completion the uim (user interface module) was returned to the user facility ready to be reinstalled on the device so that it can be placed back into service.